Event description:
The port was implanted on 1/31/97. During infusion, flushed with saline, and they noticed a slight swelling and the pt complained of pain. The port is still currently in use.

Manufacturer narrative:
Product implicated and returned for evaluation is a special, plastic port w/attachable 6fr catheter. The sample appears to be complete. The overall length of the sample measures 9.05". The tubing is wavy. The distal end of the catheter has been cut diagonally with a sharp instrument. The catheter lumen appears to be clear, but the white tubing has a pink tint. This may be from a dye study. There is a 1/10" gap between the cath-lock and the port stem base. The port base perimeter has been gouged around the suture holes to either side of the port stem. Blood residue is visible inside the port gouged around the suture holes to either side of the port stem. Blood residue is visible inside the port reservoir through the septum. There are few needle stick marks in the septum. There is a least one needle mark that has left a visible trail through the septum. This damage is typical of the marks left by the use of standard hypodermic needles. There is a small protrusion in the bottom of the port base darkened with blood residue. A history review of lot #36gg5961 shows no related mfg issues, and one other product complaint concerning a pierced port base for this lot. This other complaint came from the same customer and was found to be user related. Notes in the file indicate that the port was implanted in a young child for about 2 months when pain and swelling accompanied infusion. The user believes the needle penetrated the back of the port. The port is accessed using a non-coring needle attached to a 12cc syringe filled with water. The lumen is seen to be patent as some blood clots are easily expelled from the distal tip of the catheter. The distal tip of the catheter is then occluded with the fingers and the lumen is pressurized. No leak are seen from the catheter, connection, or the port. The small protrusion in the port bottom appears to be clogged with blood residue. The port septum is removed using needle-nose pliers. A large amount of solidified blood residue is found inside the reservoir. The residue is removed using tweezers. With the residue is removed, the floor of the reservoir is viewed under 10-20x magnification. The hard plastic has been gouged and there are 4 distinct craters with associated scratches. The deepest crater leads to the protrusion seen from the other side. It appears to be an eruption from the inside of the reservoir. Once the residue is removed, it is seen to be a crescent shaped hole, typical of needle tip damage. It appears that excessive pressure has been applied to accessing needles on numerous occasions. Erosion of the reservoir floor is prominent in at least three other locations with accompanying scratches and craters. When ecessive force is used, the needle tip can be forced through the hard plastic base. A force of 19 pounds or greater is required to perforate the reservoir wall. This is much greater than the 1 to 2 pounds force required to pierce the silicone septum. The pierced port base is confirmed, and should